Event description:
Reporting status: serious injury - required intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that while using two xience v stents for a kissing stent procedure, a proximal dissection occurred. The dissection was treated by stent implantation. No additional event or patient information is available.